Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range 0.01-0.013 ng/ml): sample ID (B)(6) initial result = 0.539 ng/ml, repeat result on another analyzer with serial number (s/n) (B)(6) = 0.011 ng/ml no impact to patient management was provided.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the valves, manifold kit (rohs) to be the likely cause of the issue. The part was replaced, and the issue was resolved as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the valves, manifold kit (rohs), did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr for serial (B)(6), or the valves, manifold kit (rohs), was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range 0.01-0.013 ng/ml): sample ID (B)(6). Initial result = 0.539 ng/ml, repeat result on another analyzer with serial number (B)(6) = 0.011 ng/ml. No impact to patient management was provided.